Manufacturer narrative:
Device evaluated by MFR: a follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a serious injury where the customer alleged that the intellivue event management (iem) paging system failed to provide brady and asystole alarm alerts in a timely manner to the staff. The customer stated that from the piic ix to the central station to iem to the cisco phones it took 30 seconds. The customer stated that the iem orchestrator staff assignments escalation process sent the alerts to level1, then level2, then to level3 (charge nurse) where the customer alleged that it took too long to have the sites clinical team respond due to the escalation process delay. The customer alleged that as the escalation happened the patient was not attended to soon enough. The issue occurred on 01/01/2019 at 10:39:28am (in iem ml time) for room (B)(6). The customer stated that there was delay in treatment and the patient required resuscitation.

Manufacturer narrative:
A philips product support engineer (pse) reviewed the available logs. The pse found the philips product was paging out as expected, and alarms sounded at nurses station or piic system. The customer was able determine the problem was a faulty third party device. The alarm message was delivered from room(B)(6) to the device (B)(6)] and the same alarm message was rejected by the device staff (B)(6)]. There was no malfunction of the philips product; the issue was due to a third party device ((B)(6)) failure. We will consider that the customer resolved the issue and that the device remains in use at the customer site, as no subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.